Event description:
It was reported that the patient was hospitalized due to the infection. The neurosurgeon and the infectious disease specialist wanted to remove the pump. That is why the patient was being weaned down.

Event description:
The health care provider reported an infection and looked to wean the patient down from morphine and clonidine. Additional information has been requested; a follow-up report will be sent if information becomes available.

Manufacturer narrative:
Catheter: model # 8709, lot # l79089, implanted on: (B)(6) 2000, explanted on: unknown; (B)(4).

Manufacturer narrative:
(B)(4).